Manufacturer narrative:
Concomitant products: addrl1 device, implanted: (B)(6) 2012.

Event description:
It was reported that the low-voltage right ventricular (rv) pacing lead exhibited a high and rising pacing threshold. The rv lead was capped and replaced with a transvenous lead. No patient complications have been reported as a result of this event.